Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube was being used to administer medication for the advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, on (B)(6) 2013, the jejunal tube was difficult to rinse. The patient's treatment was administered orally and the patient was taken to the hospital on (B)(6) 2013. An x-ray was performed and revealed that the jejunal tube was kinked. The problem was solved by removing the jejunal tube from the peg tube approximately 8 cm and flushing it. The jejunal tube was placed back and the duodopa treatment was restarted on (B)(6) 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of jejunal tube kinked. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The patient's exact age is unknown, however, it was reported that the patient was over 18 years old.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube was being used to administer medication for the advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, on (B)(6), 2013, the jejunal tube was difficult to rinse. The patient's treatment was administered orally and the patient was taken to the hospital on (B)(6), 2013. An x-ray was performed and revealed that the jejunal tube was kinked. The problem was solved by removing the jejunal tube from the peg tube approximately 8 cm and flushing it. The jejunal tube was placed back and the duodopa treatment was restarted on (B)(6), 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.